Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the (B)(4) zero client of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure while the system was being serviced, the pcoip was repeatedly cycling and showing the pcoip screen on the camera cart monitor. No patient involved.

Manufacturer narrative:
Two pcoip's were returned to the manufacturer for analysis. Analysis found an electrical failure in the first pcoip. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.